Event description:
It was reported that the device was in reset. The patient had undergone radiotherapy. Normal device function was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.